Event description:
The pt became unresponsive and experienced respiratory failure. The pump was used to deliver morphine; it was not effective. The system was explanted without replacement. The pt recovered without sequelae.

Manufacturer narrative:
(B) (4): analysis findings: (B) (4). Analysis determined no visual anomaly and the pump was functioning per specification. Flow testing confirmed the pump was dispensing accurately. (B) (4). The returned catheter segments were the 7.7 cm proximal piece including the sc pump connector, the strain relief sleeve to the pin connector to the 57.4 cm distal portion and the 24.3 cm next distal piece to the distal tip. No anomalies were noted on microscopic inspection, the catheter was patent, passed flow and in line pressure testing. This report is being submitted late due to a delay by a manufacturer employee. Training is in place.